Event description:
It was reported that the defibrillator was unable to do the therapy test. Further information was provided that there was a therapy fail when doing the operational check. There was reportedly no patient involvement.